Event description:
The customer stated that he opened a new carton of test strips. The cap on the bottle was closed, but most of the test strips from the bottle were loose inside the carton. The customer did not allege any adverse events. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 41mg/dl high, out of specification. Performance was satisfactory using iqa retention samples.